Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The patient¿s blood glucose was unknown at the time of the incident. Reportedly, every time he changes sites the reservoir appears to be bubble free and an hour or two later there are bubbles forming and if he tried to remove the bubbles they begin to rise and eventually the reservoirs were not able to be used. The reservoir is not expected to be returned for analysis.